Event description:
Complaintant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device and battery were returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including power cycling with ac and battery, battery charge and discharge testing, environmental stressing, shock testing, and automatic and manual self tests without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows evidence that the device was used on battery power only until complete depletion of the battery. There are several "low battery" and "replace battery" warnings. If ac power is not connected, the device will not power on with a depleted battery. Analysis of reports of this type has not identified an increase in trend.